Event description:
The patient (B)(6) received her scs system on an unknown date. It was reported that stimulation was not adequately covering her areas of pain. The leads were replaced on (B)(6)2008. The explanted leads (model number not provided) were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Lead is severely kinked with one broken wire at approximately 15.5 cm from stim end. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.